Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * please provide more details about what was the damaged that occurred with nylon suture? No further details were provided from the customer * could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information there was no patient involvement * what was used to complete the procedure another suture was pulled from their shelf for use in the procedure * please confirm when did the issue occurred (removal from package /during passage through tissue/ during tying / post-op)? Unknown * are there any photo available for visual analysis? If yes please provide them no photos were provided * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, it was reported by the distributor per their customer: ¿nylon suture damaged.¿ it is unknown what type of damage it is. It is unknown if there were any patient consequences. The device is not available for return. No adverse patient consequences were reported. Additional information was requested.